Event description:
The facility had sent an infusion pump in for service where a baxter service technician discovered a failure code 812:02 at initial power up of the pump. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.